Event description:
Boston scientific received information that the patient received inappropriate tachycardia therapy due to oversensing of noise on the shock channel. Further review of the electrogram (egm) revealed that the episode had started in the monitor only zone and then accelerated into the therapy zone. It was noted that the patient was engaged in physicial activity at the time of the shock, which contributed to the noise. The physician opted to reprogrammed with the device with the monitor only zone off.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.